Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-49 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a malfunction in the real-time clock. Configuration option settings, date and time were all reset to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with failure code f-49. This condition was found after delivery in the biomed service area. The condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.